Manufacturer narrative:
The device was received for evaluation. Visual inspection identified tubing was separated from connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing and the twist clamp became disconnected after two days of use. There was no patient injury or medical intervention associated with this event. No additional information is available.